Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 17-oct-2024 that the patient was admitted to hospital due to dka and high blood glucose level of 579mg/dl. The patient addressed the high blood glucose by correction bolus via pump. Patient used the infusion set on abdomen and have scaring and red dots on the site. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.